Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device had become intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up #1, date of submission 09/20/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that there was no visible damage to the keypad. The up button was completely unresponsive. The down, ok, & contrast buttons responded properly. The keypad was removed and contamination under all button contacts was observed. Unrelated to the initial complaint, the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.